Event description:
Pt underwent a decompression of l4/l5, during which a baxano device was used. Baxano was notified on 5/7/09 that the pt experienced increased numbness of her top right foot prior to discharge.

Manufacturer narrative:
The device was not returned for inspection, as pt condition was reported following surgery.